Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for a device change out procedure, due to pacemaker malfunction battery and sick sinus syndrome. A pocket revision was performed due to excessive scarring which required debridement and debulking of the pocket capsule. Device was elective explanted for elective replacement indicator and a new device was implanted. The rv lead had slightly high, out of range, capture threshold however the lead remains implanted and connected to the new generator. Patient was stable post procedure with no complications and discharged.

Manufacturer narrative:
The reported field event of premature battery depletion and excessive scarring was not confirmed. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.